Event description:
It was reported that the handpiece did not calibrate with the point probe. On the screen appeared the message of "warning: homing failure". Since the problem was noticed during demonstration, no case was involved. The results of investigation have pointed out that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), intended for use in treatment, had homing failure on (B)(6) 2018. The reported event occurred prior to a cadaver lab/demo. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the homing failure. The root cause of this issue was found to be mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released.